Event description:
It was reported that in the cholecystectomy procedure the instrumentator opens the new, sterile clamp and connects it to the handpiece. When turning on the generator, the screen marks change of handpiece. So it is reassembled again and the procedure starts on a regular basis. Spend 20 minutes working normally and during the procedure the surgeon notices that the active leaf bends and suddenly breaks. So he decides to replace the clamp and report it to ethicon. Decides to change the energy mark to finish the procedure. There was no adverse event with the patient.

Manufacturer narrative:
Pc-(B)(4) date sent: 3/25/2024 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.